Event description:
It was reported that patient had all implants removed due to chronic infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 1059-6714; accolade distal spacer; lot code: mnhvkw . Cat. No.: 502-11-56f; trident hemispherical cluster hole shell; lot code: 47621701 . Cat. No.: 6058-0637d; accolade c cs 132 nk; lot code: mne9vk . Cat. No.: 6260-9-144; v40 cocr lfit head 44mm/+0; lot code: mkm4e1 . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had all implants removed due to chronic infection.